Event description:
Information received by medtronic indicated a customer was hospitalized on (B)(6) 2021 for high blood glucose from alleged tear in the tubing and pump did not alert them about insulin not being delivered. Patient was in the emergency room from 8pm to 1am, where they were treated with intravenous insulin drip. Blood glucose value of 456 mg/dl was reported during time of call, which is outside of the acceptable range. Troubleshooting was performed and confirmed auto mode feature was not enabled. The pump is not expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's current blood glucose is 456 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin infusion IV drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The auto mode feature was not active at the time of event. The customer report did allege under delivery because there was a tear on the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.